Event description:
There was unknown patient harm but there was minimal delay in therapy (pre-operative prep).

Manufacturer narrative:
Update b3. B5 and h6 code.

Manufacturer narrative:
Investigation summary; no product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the lot history. The probable cause of the crack is due to a material issue on a vendor supplied part. The device history was reviewed and supplier part r1-2361 was found to be part of the set and fall under the scope of a corrective and preventative action (CAPA), which plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
A complaint was received regarding 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing that experienced holes and leakage during patient use. It was reported that multiple extension sets for IV's have been found to have leaks caused by small holes in the tubing when placing IV's for outpatient surgery. When the tubing was flushed it leaks and causes blood to leak out of IV or medication and flushes not able to infuse. There was unknown patient harm.